Event description:
It was reported that the device's tyvek was compromised. There was no patient involvement.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of the kit found that it was received in good visual condition. Upon evaluation, no damage was found on the packaging. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.